Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status one year after implant. Outputs prior to january 2005 were programmed to 5 volts. They were decreased to 2.5 volts in january 2005. The physician is concerned that the battery depletion may be caused by the problem described in the recent safety advisory issued on this model device.